Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. Troubleshooting was performed, and the basal rates were not programmed correctly. Advised the customer to call her insulin pump trainer to get the correct basal rates. Nothing further was reported.